Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had a keypad anomaly. Customer also reported that pump had frozen display. Customer's blood glucose level was unknown at the time of incident. Troubleshooting did not resolve the issue. Product will be returned for analysis